Event description:
It was reported the patient¿s right hand was suddenly shaking when they were sitting at a bar the day prior to this report. The patient¿s hand continued shaking the day of this report. The patient suspected that it could have been an electronic jukebox machine. When the patient checked the implantable neurostimulator (ins), the ins was found to be off. When the ins was turned back on, the patient felt electrocuted and an electric shock. The patient¿s shaking was better with stimulation on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3387s-40, lot#: va0rcv6, implanted: (B)(6) 2015. Product type: lead. Product ID: 748351, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).